Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v358329, implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
The patient stated that the ¿whole thing shuts down" and she did not feel stimulation and it began over a year ago. It was indicated that because of this she just left it off and was not using it and stated it was "waste of time to even have the implant ". It was indicated the patient still had trouble going to the bathroom and she did not think it was working right. Additional information received indicated that patient appointment was scheduled four after this report for reprogramming of the neu rostimulator. A follow-up report will be sent if additional information becomes available.